Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix could be fully extended and retracted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a pacing lead, the helix would not extend in order to fixate the lead inside the patient's heart. The lead was removed and another attempt was made on the table. The helix extended after 35-40 rotations. A new lead was implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.